Event description:
The device was used to treat a patient using external pacing. Reportedly, the device successfully achieved electrical and mechanical capture of the patient. However, when the patient was moved, the device gave a connect electrodes message. Pacing was restarted and the device allegedly gave intermittent connect electrodes messages when the therapy cable was flexed at the device connector. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.